Event description:
Subsequent to the initially filed report, the following information was received: reportedly, a cuff miss [suture retrieval issue] occurred with two proglide devices. The sheath was upsized to a 20f sheath and the endovascular repair procedure was completed. Hemostasis was achieved with a surgical cutdown. There was no reported occurrence of tissue damage or other adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record for the reported lot revealed no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: health effect - clinical code 4559 removed, 4582 added. H6 correction: investigation conclusions code 22 removed.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. The reported patient effect is a known risk of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 5f sheath hole prior to an endovascular repair interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with two proglide devices. A femoral cutdown was required to repair the artery. The sheath was upsized to a 20f sheath and the endovascular repair procedure was completed. Hemostasis was achieved with a surgical cutdown. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.